Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experience to hyperglycemia and sensor had inaccurate readings that triggered threshold suspend alarm. Customer's blood glucose level was 422 mg/dl at time of incident. Customer declined troubleshooting. Customer had expressed some symptoms that may be indicative of the possible onset of diabetic ketoacidosis. Customer stated that the insulin pump was in auto mode feature that active and automatically adjusting insulin at time of high blood glucose event. The customer¿s blood glucose level was 422 mg/dl and the sensor glucose was 69 mg/dl, 64 mg/dl, 55 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to difference between sensor glucose and blood glucose. The insulin pump and sensor will not be returned for analysis.